Event description:
It was reported by aci clinical specialist that a female pt underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (model unk). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 10mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the sheath was withdrawn from the tissue tract, the sealant was noticed to be wrapped around the advancer tube. The device was removed and the pt was converted to 7 minutes of manual compression. Hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1316404) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. However, it should be noted that excessive tamping may plant the tip of advancer tube deep into the freeze-dried sealant resulting in sealant of the advancer tube. Then during the removal of the advancer tube the sealant could follow the advancer tube out of the tissue tract.